Manufacturer narrative:
(B)(4). Age was not provided. Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that the patient presented in the office with a loosened screw. Doctor managed to access the screw through the crown and the abutment and could back it out. Screw was placed in ten years ago. Tooth location #30.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev c 09/16. Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of gold-tite® square uniscrew it is recommended to torque at 32-35 ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event.therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
One gold-tite square uniscrew (unisg) was returned. A visual inspection revealed signs of wear due to usage and discoloration around the threads and the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev c 09/16. Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of gold-tite square uniscrew it is recommended to torque at 32-35 ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.